Manufacturer narrative:
Company representative replaced breathing system drive gas assembly, 26 psi regulator flow and peep valve.

Event description:
Customer reported the as3000 system failed the start up test and flow and peep valve calibration. No pt injury reported.